Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator also passed a 75 hour extended test at the customer¿s settings. The ventilator passed the initial final test and initial alarm volume test with no issues.

Event description:
It was reported to vyaire medical that while at bedside, prior to using the device with a patient, the unit alarmed inop continuously and froze during the power on sequence. There was no patient connected to the device during the reported issue.